Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (2000 mcg/ml at 327.6 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was replaced today for normal battery depletion and the healthcare provider (hcp) was unable to aspirate the catheter and they did not do a back table prime. They attempted to aspirate after the fact and was able to get "maybe a half of a cc" from the catheter access port (cap). Technical services reviewed considerations around managing the situation from this point; reviewed option to let pump run knowing that the patient may need supplemental medication for a time. Reviewed option to attempt to aspirate catheter again to ensure it was cleared. Reviewed prime bolus options based on catheter volume and drug amount. Catheter volume = 0.196 ml. The company representative planned to review these options with the hcp.

Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(6) product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 05-jul-2003, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the inability to aspirate was the surgeon did not attempt to aspirate until after the new pump was attached. The diagnostics/troubleshooting performed related to the inability to aspirate the catheter the company representative informed the surgeon that the patient would go through a period of not receiving medication and the surgeon asked me if the patient is receiving oral meds since he does not manage the patient. They contacted the manufacturer for more information and they were informed the duration it would take for the meds to get out of the catheter, approximately how long the patient would receive water and approximately when patient would receive meds again. They contacted the managing provider and provided all of this information. The managing informed them that the patient does have oral meds to supplement with and gave them the desired plan to relay to the nurse from his facility that was at the hospital with him.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.